Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (non-device related). Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 25, 2023.